Manufacturer narrative:
(B)(4). H2 correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient's parent reported that the pediatric patient experienced severe hyperglycemia due to issues with inaccuracies. The patient had a headache and felt very sick. At an unspecified time of the event the cgm was reading 2.4 mmol/l and the blood glucose reading was 47.0 mmol/l. There was medical intervention but there was no information provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.